Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 43 mg/dl and experienced seizures. Glucose tablets were consumed. Paramedics were called and administered glucose. Seizures were resolved. Cause of low bg was not reported. Contact reported there were no issues with the pump or supplies. Reportedly, the pump load technique was reviewed with tandem clinical diabetes specialist.